Manufacturer narrative:
The device was returned to heartsine for investigation, section d and h4 have been updated accordingly. Heartsine's investigation of the device confirmed the reported fault as upon receipt the device would not issue audio prompts. The reported fault was attributed to a severed red and damaged black speaker cables. Visual inspection revealed dirt and dents on device casing and returned pad-pak, broken tag holder and missing green tag from the pad-pak alongside multiple components on the pcba were bent out of position. This would suggest impact damage on the device. Further inspection of the speaker cables revealed that the point in which the red cable was severed and the black cable damaged, was in the region where the rim of the upper case meets the lower case. This would indicate that the cable had been damage during pairing of the two cases at manufacture. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. No product information has been provided. Further details, including serial number and manufacturing date, will be included on a follow up report.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.